Event description:
It was reported by service report that the bed would not pass the electrical safety inspection. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power inlet cable.